Event description:
The customer received questionable thyroid results for four patient samples from a cobas e602 analyzer on an unknown date. The samples were submitted for investigation and tested on siemens centaur, cobas e170, and cobas e411 analyzers on (B)(6) 2015. Of the data provided, only the free triiodothyronine (ft3) results for one patient sample were discrepant. Information concerning if the patient was adversely affected was requested, but was not provided. No adverse event was reported. A specific root cause could not be identified. Additional information for further investigation such as reagent lot numbers, serial number, calibration, and qc data was requested from the customer but was not provided. Based upon information provided for investigation, a general reagent issue was not suspected. As the results generated by the customer were above the normal reference range and the results generated during investigation were within the normal reference range, a maintenance issue or general handling issue of the reagents or samples at the customer site was possible. Differences in results between roche and siemens analyzers could be due to the different setups of the assays, the antibodies used, and the variances in reference methods. The results of all thyroid parameters vary in function of age, gender and other population characteristics which need to be taken into account when analyzing the results.

Manufacturer narrative:
This event occurred in (B)(6).